Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Several efforts to obtain additional information from our distributor how the problem was resolved has been sought, but without success. There is several reasons/causes for why the compressor is not starting. Based on the initial provided information there is an indication of an open circuit some were in the electrical power within the device. The investigation findings do not lead to a clear conclusion about the root cause of the reported event.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the compressor motor was not running. There was no patient involvement. Manufacturer ref. #: (B)(4).